Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous 80% stenosed, lesion in the femoral artery. The 5.5mmx150mmx90cm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion without reported issue. However, after multiple inflations and deflations, the middle of the balloon did not fully inflate and the bdc was removed without reported issue. The bdc was inflated outside patient's anatomy and the same issue occurred. Additionally, the balloon was noted to be twisted. An unspecified bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported inflation difficulty was not confirmed. The reported unusual appearance was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.